Event description:
It was reported that the surgeon performed a gastric bypass, and the patient experienced a gj bleed later on that day. There was some bleeding intra-operatively when creating the gastric pouch. The surgeon thought about doing a scope but did not do that. Additional medical intervention: post-op care and medication presumably.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what technique was used to create gastrojejunostomy? Powered circular - cdh25p. Any medical or surgical intervention to treat the patient? Following up with surgeon. Increased length of stay. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Straight. Were there staples missing from the staple line? No. Was the staple line interrupted; staples not present/visible on any portion of the staple line? No. How was the bleeding controlled? Reinforcement with sutures. How much blood was lost (ml)? Need to verify with surgeon. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Extended stay. What is the current patient status? Need to verify with surgeon. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.